Event description:
It was reported that on (B)(6) 2022, far field r wave oversensing occurring during intrinsic conduction was observed. The ventricular lead was undersensing the true atrial event and sometimes, the true atrial event would fall in post-ventricular atrial refractory period (pvarp). The intrinsic far-field r wave (ffrw) sensed by the a lead was large and the true a signal was quite small. During the atrial capture test, an atrial paced (ap) captures the atrium and conducts to the v with an av. Programming changes were made. Device remains implanted. Patient condition was stable.